Manufacturer narrative:
A driveline disconnect that caused the pump to stop was confirmed via the extracted controller log files. A root cause for this disconnect could not be conclusively determined through this investigation. Review of the extracted controller log files revealed that the driveline was disconnected for less than 10 seconds before being reconnected; this occurred approximately 13 minutes prior to the reported controller exchange. Multiple requests for additional information have been sent to the account; however, no response has been received. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ this document also instructs the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. The patient remains ongoing on hm3 lvas serial number (B)(4). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the controller alarmed with a change power alert. When the battery was changed, the controller continued to alarm. The patient's controller was exchanged and the patient was given a loaner. It was reported that the patient came in for a special visit due to continuous alarms on (B)(6) 2020. The ventricular assist device (vad) coordinator was unable to reproduce the alarms. The patient reported that they were low power alarms. The patient was switched from his primary controller to the backup controller and was given a loaner as a new backup controller. A new backup controller was ordered and was given to the patient on (B)(6) 2020. Review of the log file downloaded from the returned controller revealed that the driveline was disconnected for approximately 4 seconds before being reconnected. The driveline disconnect occurred approximately 13 minutes prior to a controller exchange.